Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (ink spots) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: during investigation, the "ink spots" were unable to be confirmed in the display. The pump was opened to inspect the display and the display was undamaged with the flex fully seated in the closed connector. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the display was dim and discolored.